Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl due to needing settings adjustments. Customer declined further troubleshooting and declined to provide method of addressing low bg.